Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been disconnected from the insulin pump for an unspecified amount of time while in the hospital for a foot surgery. The customer was informed by his doctor that he went into diabetic ketoacidosis during his surgery. The customer's blood glucose reading was 70 mg/dl. The customer treated his low blood glucose with food. The insulin pump was not returned for analysis.